Event description:
It was reported that an unsheathed box cutter, razor blade was left in the product packaging. No patient injury was reported.

Manufacturer narrative:
A box cutter with a blade exposed could cause a significant laceration or puncture wound. Although unlikely, it has the potential to cause personal injury. The roll stand will not be evaluated as there is no allegation of a product malfunction. The box cutter was discarded. No further actions will be taken at this time.